Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited high out-of-range defibrillation impedance. No intervention was performed. There were no patient consequences.